Manufacturer narrative:
The device was not returned to tenex. A follow-up report will be filed if any additional information becomes available.

Event description:
During a procedure with the tenex system, the microtip needle separated from the rest of the hand piece, and became lodged in the patient. A subsequent procedure was required to remove the needle from the patient. There were no patient complications.